Manufacturer narrative:
The device was out of warranty and the customer did not release their device for further evaluation. The device was returned to the customer on their request. Further evaluation could not be performed and a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
One of the loaner devices owned by physio-control had a service wrench icon and attention icon in its readiness display. During device evaluation, physio observed that the device did not have a charge-pak battery charger installed. After installing a test charge-pak, the device was unable to power on and showed the service wrench, attention and charge-pak icons in its readiness display. There was no patient use associated with the reported event.